Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the metal cap of the fiber detached. The metal tip did not detach while inside the patient. It was noted that a pressurized bag was not used for the profusion solution. The fiber was replaced, and a second fiber was used to complete the procedure without any complications to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the metal cap of the fiber detached. The metal tip did not detach while inside the patient. It was noted that a pressurized bag was not used for the profusion solution. The fiber was replaced, and a second fiber was used to complete the procedure without any complications to the patient.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber cap/tip detachment was not identified as the metal cap and glass caps remained attached to the returned fiber. However, analysis identified the glass cap was protruding less than usual indicative of a glue failure; therefore, the event is confirmed. It is probable that the tissue adhesion identified on the metal cap contributed to the elevated temperatures leading to the glue failure. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage including glue failure. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use, reduced irrigation fluid flow may result in damage to the fiber. Failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Although analysis identified the glass cap exhibited severe devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. The information reasonably suggests that the identified glue failure is unlikely to cause or contribute to patient harm if it were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap was protruding less than usual indicating there was a glue failure. The metal cap exhibited severe charred debris adhesion on its surface, indicative of prolonged tissue contact. The glass cap exhibited severe devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Decreased fluid flow may limit the lasing time of the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glue failure. The IFU instructs the user that failure to maintain a working distance of 2 mm between the tissue and fiber tip during use and that failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end may result in fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Manufacturer narrative:
Correction provided in: h6 - device codes. Investigation summary: with the available information boston scientific concluded that the reported fiber cap/tip detachment was not identified as the metal cap and glass caps remained attached to the returned fiber. However, analysis identified the glass cap was protruding less than usual indicative of a glue failure; therefore, the event is confirmed. It is probable that the tissue adhesion identified on the metal cap contributed to the elevated temperatures leading to the glue failure. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage including glue failure. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use, reduced irrigation fluid flow may result in damage to the fiber. Failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Although analysis identified the glass cap exhibited severe devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. The information reasonably suggests that the identified glue failure is unlikely to cause or contribute to patient harm if it were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap was protruding less than usual indicating there was a glue failure. The metal cap exhibited severe charred debris adhesion on its surface, indicative of prolonged tissue contact. The glass cap exhibited severe devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Decreased fluid flow may limit the lasing time of the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glue failure. The IFU instructs the user that failure to maintain a working distance of 2 mm between the tissue and fiber tip during use and that failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end may result in fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the metal cap of the fiber detached. The metal tip did not detach while inside the patient. It was noted that a pressurized bag was not used for the profusion solution. The fiber was replaced, and a second fiber was used to complete the procedure without any complications to the patient.